Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited noise and oversensing from minute ventilation (mv) signals. The ra impedance measurements had increased but were not out of range, and rv impedance measurements were greater than 3000 ohms. The noise and elevated impedances could not be reproduced while the patient was in the clinic. Programming options were discussed, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.